Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 04/03/2017: medical records received. After review of the medical records for MDR reportability, the operation on (B)(6) 2017 is actually a revision from a previous hip replacement on (B)(6) 2013. The revision was due to a malpositioned cup (80 degrees abduction), malpositioned stem, impingement, recurrent subluxation, popping, and instability. The previous noted intraoperative fracture was actually found after removing the malpositioned cup and didn¿t occur while implanting the new cup-date of actual fracture is unknown. The part/lot of the reported cup will be updated for the cup placed on (B)(6) 2013. The first screw reported will be changed to the femoral stem as it was noted to be malpositioned. Follow up medwatches will be sent/voided on the 4 other screws as they were implanted after the fracture was noted. The femoral head and acetabular liner implanted on (B)(6) 2013 will be added to the complaint for the instability/subluxation. The doi and dor will be updated.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states patient suffers from an intraoperative bone fracture.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Clinical report states patient suffers from an intraoperative bone fracture. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other related reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.